Event description:
Pt went to grab the right siderail on the bed and it became shaky and caused the pt to loose her balance causing her to fall and hit her head, complained of pain in sacral and coccyx area.